Event description:
It was reported patient underwent a total elbow arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(4) 2014 due to a loose and fractured ulna component.

Manufacturer narrative:
Evaluation of the returned ulna stem found evidence of fatigue fracture due to repeated loading. The relevant features of the stem were found to be conforming. Heavy wear areas present on the bearing support flanges of the ulna stem coincide with witness marks on the male and female condyles and appear to be material transfer from the ulna stem. The wear on the bearing support flanges on the ulna stem and the witness marks on the condyles occurred as a result of the fractured ulna stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to correct information. This report is for the ulna component that fractured and was loose and not for the ulna bearing kit which was previously reported in error. Implant date is unknown. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.

Event description:
It was reported patient underwent a total elbow arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to a loose and fractured ulna component and a damaged tibial bearing. A review of items reported indicates patient underwent a total elbow arthroplasty on an unknown date prior to (B)(6) 2009. During the (B)(6) 2009 procedure, the ulna bearing and humeral components were removed and replaced for unknown reasons.